Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. A search for similar complaints did identify an increase in complaint activity for lot 97999un23, however, no product issue was identified. The historical performance of the lot 97999un23 was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 97999un23 are within the established limits. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat troponin-I, lot number 97999un23, was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range is 0.00-0.04 ng/ml): sample ID (B)(6) initial result was 0.67 ng/ml. Based on this result, the patient was transferred from the clinic to the emergency room. The patient¿s result in the ER, sample ID (B)(6), was 0.02 ng/ml. The result was questioned, so both samples were repeated, and the results were 0.01 ng/ml. After the initial sample was repeated, the patient was discharged from the ER. There was no reported impact to the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range is 0.00-0.04 ng/ml): sample ID (B)(6) initial result was 0.67 ng/ml. Based on this result, the patient was transferred from the clinic to the emergency room. The patient¿s result in the ER, sample ID (B)(6), was 0.02 ng/ml. The result was questioned, so both samples were repeated, and the results were 0.01 ng/ml. After the initial sample was repeated, the patient was discharged from the ER. There was no reported impact to the patient.